Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Because a legal claim regarding a revision was received, the complaint is confirmed. The DHR for the fossa component was reviewed, no nonconformances were found. For all non-custom tmj fossa implants in the previous one year (from the notification date), there is a complaint rate of 0.423% for pain leading to a revision, which is no greater than the occurrence listed in the afmea. For all non-custom tmj fossa implants in the previous one year (from the notification date), there is a complaint rate of 0.470% for swelling, which is no greater than the occurrence listed in the afmea. The most likely underlying cause cannot be determined. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product - biomet microfixation right tmj standard mandible component, catalog #: 24-6555, lot #: 571810a. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00287.

Event description:
It was reported that the patient underwent an open exploration and washout due to chronic pain and swelling. No additional patient consequences were reported.